Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: lab tech. A review of the device history record of the product code/lot # combination was conducted with no findings. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they had a carotid stenting case where they used a 6fr shuttle guide sheath. At the end we exchanged the shuttle with the angio-seal sheath as usual. They then connected the plug to the hub and heard the click sound as usual. Once they pulled the sheath, the whole system came out. The footplates did not catch the vessel wall. Manual pressure was held for hemostasis. There was no hematoma. There were no issues with distal pulses. Additional information was received on 22nov2023: the product was never used on the patient as the arteriotomy locator sheath would not connect to the angio-seal device. Manual pressure was held, and the patient was fine. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The likely cause was determined to have been a non-deployment event due to an obstruction of the distal tip preventing proper device deployment. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).